Event description:
It was reported that the patient underwent revision due to stem fracture.

Manufacturer narrative:
(B)(4). D11 - list of associated devices: arcom 28mm ringloc liner hwall 24, reference (B)(4), batch 03029123. Spidercup acetabular ringloc 56mm/24, reference (B)(4), batch 02092705. Modular keramik steckkopf, reference (B)(4), batch 0000087580. Ampon apical, reference (B)(4), batch unknown. Received x-ray shows that the stem broke at the neck level. Therefore, the reported event has been confirmed. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to implant fracture: 1 complaint (1 product), this one included, has been recorded on db10 femoral stem size 11, reference (B)(4), from (B)(6) 2017 to (B)(6) 2020. 5 complaints (5 products), this one included, have been recorded on db10 femoral stem size 11, reference (B)(4), batch 0000067075. Investigation results concluded that the reported event was due to design issue (etching position). The device involved in this complaint was part of the batches recall on (B)(6) 2004. In order to prevent the recurrence of this type of issue, two actions were performed: the laser machine parameters were tuned to secure the etching process in (B)(6) 2003 and the position of the laser mark was moved on the top pf the taper in (B)(6) 2004. The complaint is closed but could be reopened if new information is received later. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision due to a fractured of db10 stem.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not evaluated as the batch number was not communicated and the product was not returned. The device was not returned to the manufacturer. Therefore it could not be analyzed and the reported event could not be confirmed. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. Within one year, only the current complaint has been registered regarding implant fracture on db10 stem, all references included. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not evaluated as the batch number was not communicated and the product was not returned. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. The complaint review on the batch could not be performed as the batch was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision due to implant fracture.